Event description:
A (B)(6) male patient contacted zoll customer support to report a damaged cable on his electrode belt. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summery: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) was confirmed. Upon evaluation, the distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain relief and disconnected from the distribution node. This resulted in a loss of communication between the rear therapy electrodes and the dn. The root cause of the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.